Event description:
The site reported that the tip of a safesheath csg worley introducer broke off during use. The partial description from the site indicates the event occurred while trying to reposition the, "left ventricle electrode." As the introducer was removed, it was reported that, "the distal radial marker fragment came off." The radiopaque tip was located under fluoroscopy in the right pulmonary artery. Reportedly, the tip will not be removed from the patient. The site stated, "no patient harm reported."

Manufacturer narrative:
No patient information is available. Recall z-0661-2010 of the affected product has been initiated and was reported to FDA per 21 cfr part 806 on (B)(4) 2009. Investigation of similar reports from the field concluded that the root cause is that a force applied to the tip segment exceeding material strength causes the radiopaque tip to fracture. Due to the nature and frequency of this and other similar field reports, a recall was issued for the safesheath csg product line on (B)(4) 2009. A review of the device history record (DHR) for the device involved confirmed that the lot was included in the recall referenced in the initial report (z-0661-2010). The end user, (B)(6), received product through their third party distributor, (B)(4). (B)(4) was notified of the recall in 2009 and return of the affected product was requested. (B)(6) was directly informed of the recall when reporting the complaint directly to ge healthcare on (B)(4) 2011.